Event description:
A karl storz ureteroscope was allegedly used to remove a stent. While passing the guidewire, it got caught in the working channel. When the guidewire was removed, a portion of the guidewire coating was stripped and left inside the channel. Doctor tried to introduce a guidewire through another non-karl storz instument and the coating came off again. The procedure was then aborted.